Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
H.6: addition of medical device code: 2922. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
H.4: correction to device manufacture date from 11/02/2018 to 11/08/2018. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.

Manufacturer narrative:
Device 1 of 2. Affiliation / distributor - (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. The urinary catheters in question were produced in accordance with product specifications. A batch record review was conducted resulting in the following: the urinary catheters were manufactured under system application products (sap) material identification 1713720 and manufacturing lot number 8l00462 in amount (B)(4) pieces. The catheters were packed in peel packs (pouch) in (B)(6) 2018 on packaging machine p009. Lot was sterilized under sterile lots 24181113, 24a181114, 25a181113, 24a181115, 25a181114, 25a181115, 24181114, 25181114. The packaging process run according to the process instruction. Peel test of catheters is carried out according to testing methods. It is a part of in process inspection. Review of the device history record (DHR) showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. No nonconformity had been registered during the production process of the mentioned lot. The packaging paper of the peel pack tore apart was investigated previously. The peel pack paper used for packing of glide catheters is more waxed then paper used for standard products. Therefore, the paper tends to be sticky with the foil and therefore it could cause little difficulties to open the peel pack and tabs could tear. Then a modification of seals on the packaging machine p009 were implemented to improve opening of peel packs. New seals were installed and then tested and upon confirmation of positive results, implemented into production in march 2019. The lot in question was produced before the seal modification. A query was ran on march 26, 2020 and no other complaint with primary pack fractures, cracks, tears, rips or sheds material during opening was received on the lot. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was that the "the tabs on the outside of the packaging came apart too easily; he said they shredded almost like paper." No photographs depicting the reported complaint issue was submitted by the complainant. No harm reported.